Manufacturer narrative:
Seven (7) actual samples were returned for evaluation in dry/unused condition. Four (4) samples had kinked tubing to the heater bag. Two (2) samples had tubing indentation through the sets. However, tubing indentations are not considered a defect. Due to the flexibility of the tubing, slight indentations may be present and are cosmetic in nature and should have no impact to the functionality of the set. One (1) sample was returned inside an unopened pouch with no evidence of kinked tubing. The direct cause of the infection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was reported the patient was hospitalized for the event. Treatment and patient outcome were not reported. According to the reporter, the patient may be switching to hemodialysis therapy. No additional information is available.